Manufacturer narrative:
The hdl reagent lot number was 849116. The reagent expiration date was requested, but not provided. The total protein reagent lot number was 89894601, with an expiration date of 30-nov-2026. The field service engineer observed rust on the inside of the valves. The engineer replaced a sample pipettor valve. Valves of another sample pipettor and reagent pipettors were sanded and cleaned. No further issues were reported after these actions. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested on a cobas 8000 c702 module. Results for the hdl-cholesterol gen.4 assays and total protein gen.2 assay were affected. The first sample initially resulted in an hdl value of 0.2 mg/dl and it repeated on a second analyzer as 35.2 mg/dl. The second sample initially resulted in an hdl value of 0.5 mg/dl and it repeated on a second analyzer as 44.2 mg/dl. The third sample initially resulted in a total protein value of 0.0 g/dl and it repeated on the same analyzer as 7.03 g/dl.

Manufacturer narrative:
A general reagent issue can be excluded since calibration and controls were acceptable. A review of alarm trace data showed several abnormal sample probe aspiration alarms on the day of the event. The probes were checked and aligned. The reaction cells and lamp were performing well at the time of the issue. The investigation determined the service actions resolved the issue.